Event description:
Facility received info that due to oversensing and inappropriate shocks and the impedance fluctuating a bit (20-50ohms), the rate sensing leads were capped and removed from service. No visual defects noted with the leads. No other testing was performed. A new rate sensing lead was implanted.